Event description:
The patient reported he has had elevated blood glucose readings today ranging from 16.2 mmol/l (291.6 mg/dl) when he awoke this morning to 22.3 mmol/l (401.4 mg/dl) at 6:20 p.m. He stated his target range is 6-8 mmol/l (108-144 mg/dl). He said his symptoms were lethargy and feeling hot and he treated his reading by bolusing insulin through his infusion device. During troubleshooting, the patient checked the time, basal rates, and bolus history on his insulin infusion device and confirmed they were accurate. He said he changes his infusion set (competitor product) every 3-4 days and rotates his site from side to side and has used his lower abdomen for his sites since 1984. The patient mentioned his levels begin to rise when he has 50-60 units of insulin remaining in the cartridge which usually happens on the 3rd day after a cartridge change. He said he has a heart condition and has recently lost weight. Site management was discussed and a guide to site management was sent to the patient. In 2008, the patient called back and reported that he continued to have elevated blood glucose levels, so he went to the clinic who then sent him to the hospital on four days earlier. He said he was diagnosed with pneumonia in his left lung and was told this was causing his elevated levels. He stated he remained on his infusion device, and he was also put on an IV drip. He said he was released from the hospital on three days later, and is currently doing well. The product was requested to be returned for evaluation.